Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when battery was moved. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'powers off when battery is moved' was not reproduced. A review of the event history log revealed multiple 'improper shutdown' messages, which indicate that all power was lost from the pump. The log cannot be used to determine if the power was manually disconnected or shut down without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.